Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, a setscrew tightening issue occurred as the setscrew would not tighten. There was no clicking on torque wrench, and multiple torque wrenches were used. It was also reported that the setscrew was easily removable from the grommet the ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.